Event description:
At 4:31 pm, the device was programmed to deliver an infusion of 936.7 ml of tpn at a rate of 43 ml/hr. The infusion was complete at 6:41 pm, when the nurse noticed that the rate was set at 443 ml/hr. The pt was treated for high glucose level, but was not seriously injured.